Manufacturer narrative:
Method: device not returned for evaluation. As the device used in the procedure was not returned for evaluation, no product investigation could be performed. An additional inquiry to the reporting facility identified that the device associated with the incident was disposed of. No issues were identified during manufacture of the lot and no additional complaints have been filed for this manufactured lot. (B)(4).

Event description:
It was reported while using a fast-fix 360 curve needle delivery system that one of the implants bent and came loose. It was discovered during a follow-up attempt that during knot tying, the t1 implant jumped from the site and t2 was left in the patient's knee. The procedure was completed with a backup device. Additional information received indicated that no implant was left in the knee.